Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 209 mg/dl at the time of the incident. Customer stated is getting a white cloudy look in the tubing, would like to know what it is. Customer also stated that has called before and is upset about not being able to get twin pack sent to her since she is running low on her supplies and believes it is unfair that she would have to buy the infusion sets to get through this time till she receives her next shipment. Customer reported approximate size of air bubbles is 1/8 to a 1/4. Air bubbles were noticed by customer during normal therapy. Customer reported location of bubbles was in the middles and about 3 inches towards the reservoir and another right at the reservoir. Customer allowed for insulin to warm to room temperature prior to filling reservoir. Customer does not have a reservoir plunger available. Customer did decline the troubleshoot the high blood glucose. The reservoir will not be returned for analysis.